Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/6/2021. H.6. Imdrf annex g grid: g04115 sleeve. H.6. Investigation: bd received 120 unused samples for investigation. The samples were evaluated by sleeve functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced blood splatter/leakage or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: when using the fbn, it found that 300ea fbn occurred blood leakage.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced blood splatter/leakage or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: when using the fbn, it found that 300ea fbn occurred blood leakage.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® flashback blood collection needle, the device experienced blood splatter/leakage or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: when using the fbn, it found that 300ea fbn occurred blood leakage.